Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient presented to the emergency room with extreme dizziness. Device interrogation revealed noise and elevated threshold measurements on the right ventricular (rv) channel. Additionally, high rate pacing was noted over the past several days. A revision procedure was performed and the device and rv lead were removed from service and replaced. It is unknown if the lead had sustained a fracture or if there could be a potential header issue with the device. No additional adverse patient effects were reported.